Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results from the investigation, the reported event of the "guidewire tip was torn" was confirmed. The cause was attributed to the guidewire tip not being molded under optimal processing conditions. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the mechanical lithotriptor tears off, making wire guidance impossible. The issue occurred during the therapeutic procedure. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.